Event description:
It was reported that a patient underwent a sling procedure in 2006. Three days later, the patient developed "de novo urgence" of moderate intensity. Urine culture showed urinary tract infection (s. Epidermidis). Antibiotics were given. No further medical or surgical intervention is planned.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.